Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that during the fill tubing action, the pump spattered insulin and the numbers didn't appear on screen. Customer received the alarm after pushing the act button. Customer was asked to stop using the pump. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Basic occlusion, occlusion, prime, and displacement tests were not performed due to cracked end cap. The following cosmetic damage was noted: minor scratches on the lcd window, broken battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.